Event description:
On (B)(6) 2011, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - pull. On (B)(6) 2011, the physician noticed the external bolster to be moving on the outside of the feeding tube. The initial reporter claims the inner diameter of the external bolster is too large when compared to other external bolsters mfg by a different company. The feeding tube was replaced. A second of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our laboratory evaluation of the product could not confirm the report as it was described. The outer diameter of the feeding tube was measured and found to be within the appropriate mfg specifications. The inner diameter of the bolster was measured and found to be within the appropriate mfg specifications. Lubrication was applied to the feeding tube (which would have been applied for tube placement) and the bolster was placed over the feeding tube. Once in position, the bolster did not move freely in relation to the feeding tube. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during evaluation of the unused product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. During the investigation the returned product performed per expectations. Prior to distribution, a flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.